Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, near syncope and bradycardia. The implantable pulse generator (ipg) exhibited a capturing issue and pacing below the lower rate. It was further reported that the right ventricular (rv) his bundle lead exhibited a high threshold and intermittent loss of capture. The ipg remains in use and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.